Event description:
It was reported that the patient had a syncopal episode. The atrial lead was found to have dislodged. The lead was revised and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead, 2013 (B)(6); 4398 implantable pacing lead, 2013 (B)(6). (B)(4).